Manufacturer narrative:
We are waiting for additional info from distributor. We are unaware about pt injury.

Event description:
The laser system has the following problem: "fiber connection error". No adverse effects to pt were reported.